Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03909.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03909. It was reported the patient developed an infection following implant. As such, the patient underwent surgical intervention wherein the scs system was explanted. The issue is resolved. Please note: the location of the infection and the explant dates are unknown.